Event description:
A patient was being monitored and paced with the device while being transported to an operating room when, according to the reporter, the device powered itself off. The nurses transporting the patient were in the middle of the corridor and did not stop to troubleshoot. They continued on to the operating room where the patient was put on another monitor there. The reporter indicated that the time that the patient was without a device was approximately 10 minutes. The patient received a pacemaker and no adverse affects to the patient were reported to occur as a result of the device use.

Manufacturer narrative:
The hospital biomedical department removed the device from use and connected it to ac power to recharge the battery. After the battery was re-charged, the biomed evaluated, the device and could not replicate the device shut-down on battery power. Physio-control evaluated the device and observed proper operation through functional and performance testing. The device was returned to the customer for use. Root cause could not be conclusively determined, but may have been due to a normally charge depleted battery.